Event description:
It was reported the patient is experiencing pocket heating at her ipg site. The issue occurs randomly and is not isolated to charging.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.